Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. Healthcare professional, later reported, "textured" and "hole, non-specific" observed, during surgery. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "textured" and "hole, non-specific" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Anxiety - product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, particles, broken on plug strap and non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.